Manufacturer narrative:
The insulin pump was received missing segments due to open lcd zebra connector and with intermittent button response noted during testing due to flattened dome switch on the act button. No button error alarm noted. The lcd connector was inspected and no anomaly was noted. The insulin pump had cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 129 mg/dl. During troubleshooting, customer declined troubleshooting for partial display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.